Event description:
It was reported that while completing rental checkout, the cs300 intra-aortic balloon pump (iabp) unit was discovered to have a damaged console release handle and damaged accessory pouch. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue discovered console release handle and accessory storage pouch sustained damaged. Repaired console release handle (0367-00-0091, 0367-00-0092) and replaced accessory storage pouch (0997-00-0428). During functionality checks discovered keypad was intermittently functioning. Replaced keypad (0331-00-0119) and keypad overlay (0330-00-0039-01). Full pm, safety, calibration, and functionality checks passed factory specifications. The iabp was released for clinical use upon completion. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).